Manufacturer narrative:
Both the foil pouch and inner tyvek pouch were returned opened, the lactosorb panel was also returned within the tyvek pouch. The clear part of the tyvek pouch has the white glue outline indicating that it did get sealed. The complaint is related to the manufacturers seal on the pouch. The seal was reviewed by a quality manager and it was determined that the seal had good transfer; therefore the complaint cannot be verified. The pouch has creases all over it, this damage would occur after the foil pouch has been opened. The foil pouch acts as a barrier and shields the pouch from some external damage. It was stated by the quality manager that this damage would not occur during shipping due to the foil pouch protecting the tyvek pouch. The most likely underlying cause of this complaint cannot be determined as there are indications that the pouch had a good seal. The device history record was reviewed within the complaint file and no non-conformances were found. There are no indications of a manufacturing defect.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The device has not been returned to the manufacturer at this time. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported during surgery the package of a sterile product was identified to be open. The surgeon did not use the device. The surgery was completed using another package of the same part. There was a delay of less than ten minutes.